Event description:
It was reported that a patient experienced an air embolism. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive presented an air ingress issue. During device aspiration upon catheter insertion, multiple air bubbles were observed. A few bubbles were observed on intracardiac echocardiography (ice) in the atrium. No interventions were required to treat the issue. The patient remained stable during the rest of the procedure and was kept for observation. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.